Event description:
It was reported that the fiber broke during a ureteroscopy at the check flo setting (0.6 j, hz, 3/6 w).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.